Event description:
It was reported that during an implant attempt when the lead was connected to the device the lead had noise. It was also reported the lead was disconnected and there was no noise when being tested by the analyzer. It was noted that it was suspected to be a connector issue so a new device was attached. It was then reported that the lead had noise when connected to the new device. A new lead was used with the initial device and that lead did not have noise; therefore the new lead was implanted instead and the initial lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.